Event description:
It was reported by the customer that during a davinci radical nephrectomy the fa was firing the device on renal artery. There was no issue in closing, firing or opening device following transection. But jaws were opened the staple line immediately bled and appeared staples were not formed. Surgeon was able to clamp and control bleeding with davinci instrument and eventually clipped to stop bleeding. A new stapler was pulled to transect artery with no incident.

Manufacturer narrative:
(B)(4): batch #unk. Additional information: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a white cartridge, covered by fluids and with staples formed on the deck. Apparently fully fired. However the left side, the drivers are completely up and on the right side, it can't appreciate the position of the drivers. The event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.